Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a right atrial (ra) lead could not be properly inserted into the header of this implantable cardioverter defibrillator (ICD). After removing and trying to insert the ra lead again, the physician was able to properly connect the lead. Upon putting the ICD in the pocket, oversensing of noise was then observed on the right ventricular (rv) channel. The physician thought the rv setscrew was not well insulated. The physician decided to add medical adhesive to the setscrew which solved the oversensing of any noise. The ICD was implanted successfully and remains in service. No adverse patient effects were reported.